Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v006638, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The consumer reported she felt a pin prick sensation at the implantable neurostimulator site when she was sitting in a chair. The patient noted that since then, she felt the slight stimulation sensation at the implantable neurostimulator site which she had never felt before. It was intermittent. There was no fall or trauma related to this issue and it was not related to positional movement. This was a sudden change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she was just sitting and maybe turned a little and then felt a sharp electric shock at the implant site. She had never previously felt a shock there. A few days after this incident the patient felt another slight shock sensation. The patient contacted her doctor but did nothing different and never felt the uncomfortable feeling again.